Manufacturer narrative:
Concomitant medical product: w4tr02 crt-p, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged out of the coronary sinus post operatively and was nonfunctional. The lead explanted and replaced. No patient complications have been reported as a result of this event.